Event description:
An open surgery on the lumbar spine for a lumbar fusion of vertebrae l3 to c4, with intended placement of ten (10) spine screws, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. From intra-operative x-ray imaging, the surgeon confirmed that 2 out of 10 spine screws (at right c4 and right c6), were placed in a different position than intended. According to the surgeon (treating clinician): the deviation of two (2) spine screws (at right c4 and right c6) placed with navigation was detected by the surgeon with an intra-operative x ray, before finalizing the surgery, the treating clinician decided to remove c6 and re-position c4 without navigation. The outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 60 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since spine screws were placed in the spine (with the aid of brainlab navigation) in a different position than intended by the surgeon, although according to the treating clinician(surgeon): the deviation of two (2) spine screws (at right c4 and right c6) placed with navigation was detected by the surgeon with a intra-operative x ray, before finalizing the surgery, the treating clinician decided to remove c6 and re-position c4 without navigation. The outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 60 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.